Manufacturer narrative:
(B)(4).

Event description:
Deep brain stimulator interrogation revealed high, out-of-range impedances on all electrode combinations involving electrodes 0 and 4. These electrodes were not used to deliver therapy. The battery level was good. A follow-up report will be submitted if additional information becomes available.